Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 23feb2018 as follows: pt allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to history of deep vein thrombosis. Pt. Is alleging recurrent pulmonary embolisms (4), recurrent dvt (3), vascular insufficiency, embolectomy procedures required, venous thrombosis, thrombosis superior and lateral to ivc filter, drop-foot and drop-wrist due to artery thrombosis, bleeding and device is unable to be retrieved. Pt. Further alleges leg pain, leg swelling, chest pain, back pain an abdominal pain. Pt. Underwent two right lower extremity embolectomy procedures due to no pulses being present in his right foot. Severe bilateral arterial insufficiency of the lower extremities, right distal superficial femoral artery to distal popliteal artery bypass with reverse saphenous vein graft, right lower extremity arteriogram with supervision and interpretation of arteriogram, superficial venous thrombosis proximal femoral thrombus, left lower quadrant abdominal wall surgical hematoma/lipoma, right superficial femoral stent placement and angioplasty, stenosis at the junction of the superficial femoral artery (sfa) and popliteal artery. Thrombus superior and lateral to the ivc filter, foot-drop and right wrist-drop due to femoral artery thrombosis, bilateral lower extremity arteriogram with stent intervention.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2008. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'pe, dvt, ivc thrombus, unable to retrieve, bleeding, pain '. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain, bleeding is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. Rpn and lot# are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.